Event description:
The operation room technician (B)(6) initially reported "the surgery team heard a bang and then a piece of the device came off". At a later date the laser safety officer nurse (B)(6) reported "no injury. During l knee arthroscopy, holmium laser with reprocessed tip was in the knee and laser activated popping noise and a flash was observed via video screen. Small piece of the laser tip observed in the knee using video. Several unsuccessful attempts were made to retrieve the piece. Unable to retrieve with irrigation. Brand new laser tip used without complications to finish the case". This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
(B)(4). Note: this event was initially determined to not be reportable based on initial report and findings. However, new information was received on (B)(4) /2014 led to the decision to report. (B)(4).